Event description:
It was reported that the pump was involved in an overdelivery of a zantac solution. Reportedly the pump was programmed to administer 500 ml of solution at 23 ml/hr. However after five hours only approx. 50 ml remained in the solution container. The pump was removed from pt use.